Event description:
Head of bed would raise a couple of inches, stop and lower back down when head up button was released.

Manufacturer narrative:
Technician found what appears to be corrosion on logic board, tech replaced the logic board and issue was resolved.